Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 36 mmol/l (648 mg/dl) and ketones of 0.8 mmol/l while wearing the pod between 37 and 48 hours. The patient's controller and dexcom g6 continuous glucose monitor (cgm) were both giving low bg notifications, but the patient was feeling disoriented with high bg's and was taken to the hospital. At the hospital, a nurse injected the patient with insulin using an insulin pen and a new pod was placed. The patient was discharged after 9 hours. Dexcom has been notified.